Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that arterial cannula 20g/45mm leaked. The following information was provided by the initial reporter: arterial cannula's found to be leaking at point between cannula and hub. Anaesthetists on both occasions has confirmed they did not re sheath the needle into the cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-03-03. H6: investigation summary: one sample was received by our quality team for evaluation. A syringe was used to pump green colored water into the luer area of the returned sample. A leak was observed on the catheter tubing near the nose area of the housing. A hole with a ¿v-cut¿ was observed in the leakage area in the catheter tubing. A device history record review found no non-conformances associated with this issue during production of this batch. The areas which contact the floswitch housing and catheter tubing are reviewed. The arterial cannula tube draw machine was reviewed, the machine parts that contact the catheter tubing are the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause a hole in the catheter tubing. The arterial cannula assembly machine was reviewed, and there are pins which contact the flow switch housing during assembly. These pins are in the catheter bush final seating, catheter bush seating check, collapse valve insert, collapse valve final insert, guide bush insert, and online leak test. Though there is contact with the floswitch housing, the pins do not contact the catheter tubing and there are no sharp edges around the catheter tubing area that can cause a ¿v-cut¿ in the catheter tubing. The pad used at the catheter lube process which will contact the catheter tubing is a soft material and will not cause a ¿v-cut¿. There is an area which will contact the catheter tubing that can cause bend in the tubing during the set together station of the needle grip assembly and the catheter. A simulation is conducted by retracting the needle grip, follow by bending of the catheter tubing and re-insertion of the needle grip into the catheter tubing. A ¿v-cut¿ is observed on the catheter tubing after the simulation. The verbatim mentions that ¿anesthetists on both occasions have confirmed they did not re sheath the needle into the cannula¿. Based on the quality team¿s investigation, the root cause of the hole with the ¿v-cut¿ cannot be determined.

Event description:
It was reported that arterial cannula 20g/45mm leaked. The following information was provided by the initial reporter: arterial cannula's found to be leaking at point between cannula and hub. Anaesthetists on both occasions has confirmed they did not re sheath the needle into the cannula.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that arterial cannula 20g/45mm leaked. The following information was provided by the initial reporter: arterial cannula's found to be leaking at point between cannula and hub. Anaesthetists on both occasions has confirmed they did not re sheath the needle into the cannula.